Event description:
Customer called lfs on 9/10/02 alleging their ot basic meter would not power on. The issue was unresolved with troubleshooting. The customer was having a heart attack when they tried to test their blood. The ambulance arrived soon after and treated patient for the heart attack as well as gave patient an insulin injection. The blood sugar reading was unknown. No further information has been provided. The meter has been replaced for the customer.